Event description:
Patient reported right side rupture confirmed via MRI, CT scan, and mammogram. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified creases fold, missing shell, sharp break on posterior due to a surgical impact opening, from the stress mark on the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening, and missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture confirmed via MRI, CT scan, and mammogram. The device has been explanted.